Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the front haptic was broken with the result of sweeping away the capsular bag. Additional information was received from the surgeon who reported that the wound was enlarged and an anterior chamber iol was implanted during the same procedure. The pt is reported to be "fine". The surgeon considered the event was due to the cartridge and it did not match with the iol. The information received from the surgeon indicated the use of a lens model which is not approved for the cartridge used.

Manufacturer narrative:
Evaluation summary: the product was not returned for the analysis. The product history records (phrs) were reviewed and documentation indicates all products met release criteria. The lens model associated with this complaint is not approved for this cartridge. The root cause of the lens damage is most likely related to a failure to follow the dfu. The lens model/cartridge combination used is not qualified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).